Event description:
It was reported that during surgery a left genesis ii tibial baseplate (71420166) was implanted during a journey ii tka procedure. A j2 insert (74027241) was implanted and locked in appropriately to the gen ii tibial baseplate. No delay was reported and no backup was needed.

Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.